Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Result: the claim about: "pt did not recharge" was confirmed: as received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Visual inspection of the ipg revealed no anomaly. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not used her scs system in approx 5 years due to having multiple back surgeries in addition to losing her pt programmer and charger. A sjm rep attempted to charge and communicate with the pt's scs ipg but was unsuccessful. The pt consulted with the physician. Follow-up identified the scs ipg was replaced which resolved the issue, the pt is now receiving adequate stimulation.